Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a reapproximation of the sternum procedure with sternum plates and screws on (B)(6) 2020, three sternal zipfix were broken. It was believed that the size of the patient may have contributed to the issue. The surgeon stated that he should have used more fixation due to the patient size. The procedure was successfully completed. Patent is recovering. There was no surgical delay. Concomitant device reported: unknown sternum plate (part # unknown, lot # unknown, quantity unknown), unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) sternal zipfix with needle sterile. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: b1, b5, h1: the initial complaint was reviewed and found not reportable. After the devices were received it was determined the devices came from a pack of 20 and were not individual devices so they are captured on manufacturer report number 2939274-2020-01321. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. After the devices were received it was determined the devices came from a pack of 20 and were not individual devices so they are captured on manufacturer report number 2939274-2020-01321.